Manufacturer narrative:
Updated data: b2. B5. Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with severe calcification in the left ventricular outflow tract (lvot) and mitral annular calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 19 mm non-medtronic balloon. The shortest diameter of the balloon was 16 mm. Upon initial deployment, the non-coronary cusp (ncc) side of the valve was too shallow and the valve was recaptured. The ncc side of the valve was at a depth of 2 mm on second deployment, and it was noted that the valve opening was poor. A post-implant bav was considered, but the valve was recaptured again. During the third deployment attempt the valve reached a depth of 5 mm on the ncc side; however, the left coronary cusp side was slightly shallow. Per the physician, it would have been difficult to adjust the position further. The valve was fully released. Residual paravalvular leak (pvl) was observed following valve placement. The pvl was at or above moderate severity. A post-implant bav was performed twice using an 18 mm balloon to address the pvl. Despite the two bavs, there was little change due to the severe calcification. Additional information was received that as the valve was recaptured into the delivery catheter system during the first deployment attempt, complete heart block (chb) occurred. Additional information was received that the chb remained present following the valve implant. Subsequently, a permanent pacemaker was implanted the following day.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that, upon deployment, an expansion defect was observed and a balloon dilation was performed. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It is likely the patient¿s severe calcification in the left ventricular outflow tract and mitral annular calcification contributed to the reported events. It was also reported three deployment attempts were made, suggesting valve positioning difficulties, which may have been a contributing factor. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; lot #: 0012261990; ubd: 2026-05-09; UDI: (B)(6). Updated data: b5. H6. Additional codes. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that as the valve was recaptured into the delivery catheter system during the first deployment attempt, complete heart block occurred.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012261990); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012286106); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with severe calcification in the left ventricular outflow tract (lvot) and mitral annular calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 19 mm non-medtronic balloon. The shortest diameter of the balloon was 16 mm. Upon initial deployment, the non-coronary cusp (ncc) side of the valve was too shallow and the valve was recaptured. The ncc side of the valve was at a depth of 2 mm on second deployment, and it was noted that the valve opening was poor. A post-implant bav was considered, but the valve was recaptured again. During the third deployment attempt the valve reached a depth of 5 mm on the ncc side; however, the left coronary cusp side was slightly shallow. Per the physician, it would have been difficult to adjust the position further. The valve was fully released. Residual paravalvular leak (pvl) was observed following valve placement. The pvl was at or above moderate severity. A post-implant bav was performed twice using an 18 mm balloon to address the pvl. Despite the two bavs, there was little change due to the severe calcification.